Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: console (B)(4) was not returned for the investigation despite being requested. It was flagged for further investigation for next time it is returned to field service.

Event description:
An impella 5.5 was inserted to support the patient of unknown age and gender who had been admitted into hospital for hemodynamic support. The indication was not shared. The 5.5 was running in conjunction with the automated impella controller (aic). After 18 days of support there was an issue observed with the aic. The aic had no audio for the alarm of the retrograde flow. There was no audio. The malfunction caused no reported harm or injury or intervention. The console will be conservatively reported, however there was no consequence to the patient and support. The pump remains on for support and the console was replaced without harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale (ip - the console -updated 2026-4-16)). An impella 5.5 was inserted to support the patient of unknown age and gender who had been admitted into hospital for hemodynamic support. The indication was not shared. The 5.5 was running in conjunction with the automated impella controller (aic). After 18 days of support there was an issue observed with the aic. The aic had no audio for the alarm of the retrograde flow. There was no audio. The malfunction caused no reported harm or injury or intervention. The console will be conservatively reported, however there was no consequence to the patient and support. The pump remained on for support and the console was replaced without harm. The pump was not explanted due to the retrograde flow alarm as the patient was deemed far from weaning at that time.

Manufacturer narrative:
Updated information: b5 clinical narrative updated.